Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (str-gl-blu/sm34269149), that was being used with the transmitter during the reported event of intermittent antenna icon was returned on (B)(4) 2014. The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver and review of the downloaded data log confirmed the reported event.

Manufacturer narrative:
(B)(6)

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014.patient did not report any injury or medical intervention at the time of contact with dexcom technical support.